Manufacturer narrative:
A service & repair maintenance eval was performed. The investigation of the complaint articles indicates that the: the customer reported the screw fell out of the top of the inserter. The repair technician reported the item was bent and worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 12-nov-2015. The evaluation was confirmed. A product evaluation was performed. The investigation of the complaint articles indicates that the: the complaint condition for the 357.372 lot number 5496024 helical blade inserter was likely caused by rough handling during surgery; however, this complaint is not likely a result of any design related deficiency. The 357.372 helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported that the screw fell out of the head piece during surgery. This condition is confirmed; the alignment indicator spins freely around the axis of the device and the thumb screw is broken easily allowing it to unthread and fall out of the device. It is likely that significant hammering or other rough handling during surgery has led to this complaint condition. The device was manufactured in 4/2007 and is over eight years old. The balance of the returned device is in very poor condition with numerous hammer markings along the proximal handle and alignment indicator. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device; however, the review could not be completed as this item is a lot-controlled item. The manufacture date is apr 17, 2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial trochanteric fixation nail procedure, a screw fell out of rotating head piece of the helical blade inserter. The reported event did not affect the case. The device was unable to be cleaned after the case. There was no surgical delay and the procedure was completed successfully. This report is 1 of 1 for (B)(4).